Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacture date: (B)(4) 2009 for lot# f4t8678.

Event description:
It was reported that "first two screwdrivers of the same lot f4n7636, dr put the cup in and was inserting the screws, when the screw was almost all the way in, the tip of the screwdriver broke inside the screw head. Once that happened, they could not remove the tip in order to proceed with another screwdriver. Screw was not fully seated and had to be left in the cup. This happened with the first screw and screwdriver, and then again with the second screw, second screwdriver. The third screw driver, lot f4t8678, tip was deformed and would not even fit on the screw head. Liner was put in and looked like it locked in, but when trialing the liner popped out. Discarded this liner. Dr took a bone tamp and osteotome...